Event description:
It has been reported to philips that while driving the table up and down, the hospital employee pinched her finger. The hospital employee was treated in the emergency room with a split for a bruised finger. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use when the user pinched their finger while the driving tabletop in longitudinal direction. The pinching resulted in bruising and a minor laceration to the middle finger which required temporary medical treatment. The analysis confirms that the pinching of the user¿s finger in the tabletop is linked to the issues being addressed in philips correction 2022-igt-bst-007, where a warning for the hazard of finger entrapment is being provided to users. The codes have been updated based on the investigation's outcome.